Event description:
Boston scientific was notified that during an event the catheter became wedged on one of the struts of the stent during aneurysm access. The stent broke, then it was retrieved with a retractor. No clinical sequelae for the pt during this event.